Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
During the implant procedure, the lead had invalid impedance. Changing the cables and moving the lead did not resolve the issue. A different lead was used to complete the procedure. It was reported the pt's procedure was effective postoperative. No further complications were reported.